Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the physician experienced resistance while advancing stylets in the right atrial lead. It was also noted that blood was leaking from the distal pin. It was also noted that there was difficulty getting good p-wave measurements. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that during initial implant procedure, the physician experienced resistance while advancing stylets in the right atrial lead. It was also noted that blood was leaking from the distal pin. The lead was removed and replaced. Patient was stable.